Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established during this evaluation. (B)(6) was returned assembled with the driveline severed approximately 3.0¿ from the pump housing and a distal segment measuring approximately 27.25¿¿ with the controller connector was also returned. Rescue tape was wrapped around the driveline from approximately 17.5¿¿ to 21.5¿¿ from the controller connector on the distal segment of the driveline covering a previous driveline repair. The inlet elbow, flex section, and inlet extension were not returned. The outflow graft attachment and the outflow graft bend relief were also not returned. An outflow elbow cap was returned attached to the outflow elbow. Electrical continuity testing of the driveline found all wires to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The controller connector pins showed no evidence of damage. Upon removal of the outer jacket, brown discoloration of the bionate was observed near the region of the previous repair and areas of minor breakdown of the metal braided shield were approximately 22¿¿ from the controller connector. The bionate layer and metal braided shield were carefully removed to examine the underlying wires. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakages in the insulation of any of the driveline wire. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The device was rebuilt and functionally tested under loaded conditions; the device operated as intended. The pump was connected to and operated on a standard h-q water loop using a test system controller, power module, and system monitor according to hmii hydraulic qualification (hq) test procedure. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04apr2017. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of this IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. External driveline repair: MFR #2916596-2021-06227.

Event description:
It was reported that the patient underwent a heartmate ii pump exchange on (B)(6) 2021. Additional information reported the patient had persistent phase-to-phase pump off events after an external driveline repair. The patient additionally underwent an aortic valve replacement where she progressed well but experienced respiratory compromise and critically ill. The patient was ventilated and on veno-venous extracorporeal membrane oxygenation (vv ECMO) status/post acute respiratory distress syndrome (ards).